Event description:
Philips received a complaint from the customer on the v60 indicating that the unit has an internal leak. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer informed the rse that you can hear the leak when the o2 is attached to the device. The customer requested onsite service. A field service engineer (fse) went onsite and confirmed the reported issue. The fse discovered that the v60 had a disconnected o2 sensor. The fse reinstalled the o2 sensor and confirmed the reported issue had been resolved. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.